Manufacturer narrative:
Additional information added to b5: describe event or problem. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Due to conflicting information bsc ref# (B)(4) and bsc ref# (B)(4) will be reported independently with the information reported on the individual complaint notifications. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was disposed following the procedure. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
During procedure, patient underwent pulmonary vein isolation (pvi) and posterior wall isolation (pwi) using the farapulse pulsed field ablation (pfa) system. Use of the catheter to treat posterior wall ablation constituted off-label use of the catheter. During post-procedure mapping, the patient experienced a transient 3-second heart block. Later, in the recovery room, the patient developed persistent heart block requiring pacemaker implantation. Pfa applications during the procedure were all within normal on-label usage nothing abnormal. The patient is expected to fully recover. The farawave catheter will not be returned as it was disposed. It was further clarified that the cardiac arrest and patient death was for a different patient and not related to this event.

Event description:
It was reported that death occurred. During procedure, patient underwent a left atrial ablation procedure involving pulmonary vein isolation (pvi) and posterior wall isolation (pwi) using the farapulse pulsed field ablation (pfa) system. Use of the catheter to treat posterior wall ablation constituted off-label use of the catheter. During pre-right atrial mapping with a non-bsc catheter, the patient's right ventricular (rv) pacemaker lead was inadvertently dislodged. No immediate complications were noted, and the procedure continued without incident. However, during post-procedure mapping, the patient experienced a transient 3-second heart block. Later, in the recovery room, the patient developed persistent heart block requiring pacemaker implantation. A revision of the rv lead was attempted, during which the patient developed further complications and ultimately passed away. The device is not expected to be returned since it was disposed.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was disposed following the procedure. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
Correction to b5: describe event or problem, due to conflicting information bsc ref# (B)(4) will be reported independently with the information reported on the individual complaint notifications. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was disposed following the procedure. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
During procedure, patient underwent pulmonary vein isolation (pvi) and posterior wall isolation (pwi) using the farapulse pulsed field ablation (pfa) system. Use of the catheter to treat posterior wall ablation constituted off-label use of the catheter. During post-procedure mapping, the patient experienced a transient 3-second heart block. Later, in the recovery room, the patient developed persistent heart block requiring pacemaker implantation. Pfa applications during the procedure were all within normal on-label usage nothing abnormal. The patient is expected to fully recover. The farawave catheter will not be returned as it was disposed. However, it was also indicated that the cardiac arrect and patient death occurred.